Manufacturer narrative:
The investigational analysis completed 2/26/2019. The device was visually inspected and reddish material was found inside the pebax with no internal parts exposed. Then, during the second visual inspection a hole was observed on the pebax. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrode # 2. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical issue cannot be determined. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and a noise occurred on both the both carto 3 and recording system ablation signals. The cable was replaced without resolution. Catheter replacement resolved the issue. The case continued without further incident or harm. No adverse patient consequences were reported. The noise issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/22/2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and upon initial visual inspection found a bent tip, reddish material in the pebax sleeve. The observed bent tip and reddish material has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on 2/21/2019, during a second visual inspection a hole was observed in the clear pebax. The observed hole has been assessed as MDR reportable. The awareness date has been reset to 2/21/2019.